Event description:
Report received from abbott international affiliate (abbott canada) of an over-delivery of morphine sulfate due to user error. The report stated the event description as follows: "the pt was supposed to receive 4mg morphine (bolus) from pca pump. The pt was given 40mg instead of 4mg. (Reason: the nurse involuntary changed pump programming 0.5mg vial instead of 5mg vial). The pt experienced respiratory arrest lasting 13 mins (under respiratory support). The pt was intubated. The pt totally recovered. No further info is expected on this ade." The report indicated that the event was not related to the pump or the potency of the morphine. The event was attributed to "user's mistake". The pt was given two doses of nalaxone 0.4mg IV as an antidote to the morphine overdose. The device is not available for testing and investigation. No further info was available.